Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. There was blood in/on the helix mechanism. (B)(4) the full lead was returned and no anomalies were found. There was blood in/on the helix mechanism.

Event description:
It was reported that the atrial and right ventricular leads had dislodged. The leads were removed and replaced. No patient complications were reported as a result of this event.